Manufacturer narrative:
Product event: (B)(4) follow-up for patient information is still in progress. If additional information is received a supplemental report will be filed. If information is provided in the future, a supplemental report will be issued.

Event description:
During an ent procedure, staff reported after deactivating the foot pedal, the plasmablade device remained active for two seconds. There was no adverse effect to the patient reported.

Manufacturer narrative:
Product event: (B)(4). Patient information incomplete and missing patient information unable to be obtained despite a good faith effort made to obtain the information from the customer. If information is provided in the future, a supplemental report will be issued.

Event description:
During an ent procedure, staff reported after deactivating the foot pedal, the plasmablade device remained active for two seconds. There was no adverse effect to the patient reported.